Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported capsular contracture baker grade unknown and tissue to adhere to implant and could not be peeled off. This record is for the left side. Device has been explanted.